Manufacturer narrative:
The system was examined and the reported event(s) were replicated. The cable and printed circuit board (pcb) were both replaced to resolve the issues. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 19, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the cable and the pcb. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub nurse reported the system gave a system message when returning the system back to its place, the system message was cleared. Later during the surgery the system turned off spontaneously when the cable was accidently stepped on. The surgeon questions if there is an issue with the cable. Service was requested. Additional information has been requested and received.